Event description:
Procedure type: anastomosis. According to the reporter. The customer reports that after anastomosis, the surgeon could not manage to remove the device. He finally managed to take the device out by pulling, and tissue got torn. The surgeon converted into hartman procedure, and a temp ileostomie was done.

Manufacturer narrative:
(B) (4).